Event description:
It was reported that the patient had an infection at the battery site. The patient was placed on antibiotics and underwent an explant procedure. The patient was doing well postoperatively. The explanted ipg and lead will not be returned as they were kept by the medical facility. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in (B)(6) 2022. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: (B)(4), model: sc-8216-70, serial: (B)(6), batch: 16180085.